Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up, the right atrial lead exhibited oversensing and automatic mode switch due to dislodgement. The lead was repositioned successfully on (B)(6) 2016. The patient was asymptomatic throughout the event and would be followed with scheduled follow up.